Event description:
Customer reports that stylet protective coating is peeling off during pt intubations.

Event description:
Customer reports that stylet protective coating is peeling off during pt intubations.